Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead triggered a lead safety switch. The system displayed pacing impedances of greater than 2000 ohms. The patient was to be seen in clinic for follow up. The local boston scientific field representative was unaware of any additional information. There were no adverse patient effects. The device remains in service.